Manufacturer narrative:
G3, corrected data: supplemental report 1 inadvertently submitted the report with 02/14/2025 as the manufacturer received date when it should have been 02/26/2025. This field has been updated to todays date 04/11/2025 for the purposes of this correction report submission. B5, corrected data: supplemental report 1 inadvertently omitted narrative information received. F10, corrected data: supplemental report 1 inadvertently did not update e2311 to e2109 after location of pain was received. Additionally, a second set of e2311 coding was not included in supplemental report 1 for the second pain location in the throat.

Event description:
Additional information was received that the physician believes the patients pain and altered perception of stimulation is related to stimulation as the events started after increasing settings from 0.5 ma to 0.75 ma. It was also noted that the pain was felt in the chest and throat. It was also noted that the settings change was for patient comfort only.

Event description:
It was reported that the patient was feeling stimulation very frequently (every 2 minutes) and was becoming bothersome. Per report, impedance was within normal limits. Patient's device was subsequently disabled, and the patient was referred for surgery. Patient confirmed not feeling stimulation after device disablement, and no trauma to the site. No surgical intervention has been reported to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D6b, explant date, corrected data: initial report inadvertently submitted with unknown explant date, explant date added as received by representative. H6, type of investigation, corrected data: b20 was not applicable as a representative was aware that the device was explanted, and thus available for testing. F10, health effect - impact code, corrected data: f1905 added as the device was explanted and replaced.

Event description:
It was further reported that the patient had undergone a battery replacement on (B)(6)2025 due to battery depletion and the previously captured painful stimulation and altered perception of stimulation. No additional surgical intervention has been received to date. No additional relevant information has been received to date. The suspect device has not been received to date.